Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a crack in the 6f 90 cm vista brite tip internal mammary (im) guiding catheter was noticed by the physician while prepping the device. The device was not used in the patient. There was no reported patient injury. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU) and there was no difficulty in prepping the device; however, a crack was noticed. The device was returned for evaluation.

Event description:
The device was returned for evaluation and a crack was detected on the hub of the device during high magnification analysis.

Manufacturer narrative:
As reported, a crack in the 6f 90 cm vista brite tip internal mammary (im) guiding catheter was noticed by the physician while prepping the device. The device was not used in the patient. There was no reported patient injury. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU) and there was no difficulty in prepping the device however, a crack was noticed. One non-sterile ¿6f .070 im 90cm¿ unit was received for analysis. During visual inspection, the guiding catheter had two (2) compressed sections and one (1) kinked/bent section, located approximately 4.0 cm, 39.0 cm, and 48.0 cm from the distal tip. The device was inspected for damages/anomalies that may have contributed to the reported failure and no cracked conditions were observed on the returned device. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. For microscopic analysis, an amplified image of the kinked/bent section on the catheter body was taken with a vision system. The distal tip of the catheter was observed complete. No other anomalies were observed during the microscopic examination. Furthermore, a crack was detected in the hub of the device during the high magnification analysis, revealing fracture lines, plastic deformation and fatigue striation patterns along the separation border walls. As conditions were sufficient to identify a potential attributable cause using the aforementioned methodology, no sem study was deemed necessary for this investigation. The reported "catheter (body/shaft)- cracked" was not confirmed because no cracks were observed on the body of the catheter. However, the event ¿luer hub-cracked¿ was confirmed. The fracture lines, plastic deformation and fatigue striation patterns along the separation border walls are typically indicative of shear forces surpassing the material's maximum tensile strength. Storage and/or handling factors may have contributed to the crack as well as the noted kinks and compressed conditions. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.